Event description:
The user facility reported to terumo cardiovascular sys that prior to cardiopulmonary bypass surgery, during set-up, the spinning male luer connector on sample manifold was popped off and would not go back on the manifold. The product was changed out. There was no pt involvement as this occurred during set-up. The surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).